Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient reported bent needle after insertion event occurred on (B)(6) 2026. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.